Event description:
The manufacturer received information alleging a ventilator's flow sensor assembly failed to function as designed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor assembly was found to be physically damaged and was replaced to address the issue.